Event description:
As reported by the edwards sales representative, during a transcatheter aortic valve replacement (tavr) procedure, the first sapien valve was deployed too ventricular. The decision was then made to deploy a second 23mm sapien valve. The second valve was positioned with a 1 1/2 stent struts above the first valve, however, during deployment the second valve also moved ventricular landing almost exactly aligned with the first. Although the valve showed mild pv and no central leak, the physician decided to post dilate as he was concerned that the portion of the two valves on the side of the left coronary cusp was still positioned too low and may dislodge. 1cc of contrast was added to the rf3 balloon to post dilate the two valves. Under rvp at 200bpm the rf3 balloon was positioned in the middle of the valves and inflated following a drop in pulse pressure. Pistoning of the balloon (watermelon-seeding) was observed and both valves were dislodged into the ventricle. In order to troubleshoot, a 20x4 nucleus balloon was inflated inside the dislodged valve and inflated. Retrieval of the valves were unsuccessful and the patient was put on cps and taken to surgery.

Manufacturer narrative:
A device history record (DHR) review for the valve was performed and all manufacturer's specifications were met prior to the release for distribution. Investigation is still ongoing.

Manufacturer narrative:
The embolized valve was not returned for evaluation as it was not explanted; however, per report, there was no device malfunction. Multiple attempts to gather additional information regarding the event were performed, but to date no event updates have been forthcoming. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors appear to have caused or contributed to this event. As noted, there was no allegation of a device malfunction. All valves are 100% visually inspected for defects and 100% leak tested prior to termination. Should additional information be received this case will be reopened and investigated. No corrective or preventive actions are possible at this time.